Event description:
The customer stated that his glucose readings had been erratic. While troubleshooting, the customer performed 2 blood glucose tests and received readings of 460 and 215 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.